Manufacturer narrative:
This report is submitted on december 9, 2022.

Event description:
Per the clinic, the patient experienced skin irritation at the magnet site resulting in an infection with was successfully treated with oral and topical antibiotics. The implant remains in-situ.

Event description:
Per the clinic, the patient experienced skin and tissue breakdown due to the pressure at the magnet site.